Event description:
The end user reported that last week she has developed three ulcers under her mass. Two are at the top of peristomal skin and measure's approximately one half of an inch. The third one is to the right of the stoma and is small. She stated that she had been admitted to the hospital for fluid depletion and while admitted, her ostomy nurse covered the ulcers with a sponge and then placed duoderm over them. She mentioned that she does have a medical history of pyoderma, which she stated 'she and her ostomy nurse feels is the cause of this skin issue'. She further mentioned that she had gained weight and thinks she may need a more flexible product. She stated that she will go to wound clinic for further treatment.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.